Event description:
Injected pt face with hydrelle, returned one week later complaining of pain swelling, attempted drainage, nothing drained. Returned a week later with more pain and swelling. Injected antibiotics, drained 3 abscesses. Lot # v090074bb injected (B)(6) 2010, area injected: nasolabial depression. Dose or amount: 1cc. Dates of use: (B)(6) 2010. Diagnosis or reason for use: facial depression.